Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The display interface and inverter pcb was replaced. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated one additional, related report for this system. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. An internal investigation has been opened to investigate this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "case was delayed about 10min" (not code available). Product problem(s): "touchscreen froze" (no display or display failure). The customer reported, the touchscreen froze during the case. The system was rebooted and the case was completed. No pt injury was reported.